Event description:
It was reported that the ventricular lead displayed low impedance reading of 136 ohms during pace/sense analyzer testing. The lead was capped. No patient complications have been reported as a result of this event.